Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd nexiva¿ closed IV catheter system, the tubing became disconnected below the split septum at the tubing and blood gushed out. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: outcomes attributed to adverse event: other. Labeled for single use: device single use?: no. Device returned to manufacturer: no. Investigation conclusion: no sample was received for this investigation. DHR: the lot was built on nfa line 1 from 3may2018 through 7may2018 for the amount of 268,810ea. (B)(4). For ¿ext tube adhesive oos¿ could be potentially related to this incident. Disposition, root cause and corrective actions for the quality notification are currently in process. Td 2018-23 (adhesive deep cleaning) and td 2018-29 (adhesive valves purge) were in placed during the production of the lot # related to this investigation. All other challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. Investigation conclusion: the defect described in the product incident report was not identified or confirmed; as units nor photos were not provided for this incident, therefore a definite root cause could not be established.

Event description:
It was reported that during the use of the bd nexiva¿ closed IV catheter system, the tubing became disconnected below the split septum at the tubing and blood gushed out. There was no report of injury or medical intervention.